Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3353635. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc leaked (B)(6) 2024 the patient is scheduled to undergo surgery tomorrow. The preoperative preparations will be completed today, and a no. 22 indwelling needle is required to be placed, and puncture will be performed after checking. When the puncture was successful and the needle core was pushed and the tube fluid was pushed to seal the tube, a small leakage was found at the handle and tube of the indwelling needle. After explanation, the needle was removed, the puncture was repeated, and the adverse event was reported.